Manufacturer narrative:
Initial and final MDR (B)(4). Device 6 of 10.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that ten infusion set tube was detached from connector. Infusion set was shortest 4-5 hours and the longest 24-30 hours in use. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.